Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed wires of the power extension cable. The patient electronics device was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. External and internal visual inspections of unit revealed that the pcb-board, power supply cable, power cord cable, and right-angle extension cable had no physical damage. During the boot-up sequence, the hand-held display never loaded to the welcome screen, and the unit powered down on its own, however, the use of a test standard compact-flash was able to boot the unit into the terminal environment without the unit powering down which could not be obtained with the returned compact flash. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The field reported event of exposed wires was unconfirmed. As investigation of the power extension cable confirmed that there were no frayed or exposed wires the event is not related to fa-q323-hf-4.